Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was reviewed during investigation by lake zurich and event described in complaint is not confirmed. The reported device was not returned to france for investigation as repairs were carried out locally. Several tests were carried out and all of them passed. The air sensor was replaced, calibrated and the qc test was reperformed and passed. The replaced spare part was sent to brézins for investigation. During the visual inspection, the investigator found an oxidation of the ceramic, despite this he checked the detector with the us volumat tester to verify the complaint. He started with the maintenance test 14 to read the value of the detector and he found that the tube value with water was out of tolerance, at 563 mv and drifted continuously, at 514 mv after about 30' of run-in. He observed that the ceramic value of the detector between manufacture and now has drifted below the required level as below: -the valmax2_limit value was 1703 lsb or 2113 mv at manufacture and now its value is 514 mv. At this value, the pump would have triggered random alarms that would have prevented it from operating and could not even be recalibrated. Therefore, the reported event is confirmed and the root cause is linked to a drift of the ultrasonic sensors, probably caused by a weakness in their bonding. A CAPA is adressing this issue and corrective action have been implemented since the manufacturing of the reported device. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Fk us service depot reports the following: "during pm: air sensor failed during qc test." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.